Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board of the device, and there was a possibility of failure of the system. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
During the margen-type procedure with the device, an endoscopic image was not displayed on the monitor. The user replaced the device to ltf-vp but the image did not come to normal. The user disconnected the light control cable and changed from the auto brightness control to the manual brightness control, the image came to normal. The user completed the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.